Manufacturer narrative:
Due to character limitation e1(initial reporter name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during routine check the cs100 intra-aortic balloon pump (iabp) had drive manifold assembly & noise related malfunction. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. At this time, the fse has not confirmed the repair of the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.